Event description:
The surgeon implanted an aq5010v model lens but the haptic crimped upon insertion. The lens was cut into pieces to remove and there was no pt injury or event. It is unknown if the lens or injection system malfunctioned.